Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the water leaked from the tip of the catheter during a pretest.

Manufacturer narrative:
The reported event was confirmed. One sample was confirmed to exhibit the reported failure. Visual evaluation of the returned sample noted one opened (without package) used silicone foley catheter was received. Visual inspection of the sample noted no obvious visible defects. The catheter balloon inflated with 10 ml methylene blue solution (3 drops 1 percent aqueous methylene blue per 100 ml distilled water) and the solution immediately leaked from the eyelets indicating the lumen to lumen leakage. The catheter balloon was dissected to find the inflation notch and noted perforated lumen. A potential root cause for this failure mode could be due to the geometry of the core pins caused the lumen to lumen leakage. The product was not used for the treatment purposes. The product had caused the reported failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Per investigation a labeling review was not required. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that water leaked from the tip of the catheter during the pretest.